Event description:
A patient with an external neurostimulator (ens) trial system reported they were in excruciating pain while having a bowel movement this morning. They had been feeling sick all day and had been constipated. During the initial report, they turned off the "remote" and stated they cannot go through evaluation. Further information from the manufacturing representative (rep) reported the patient had pain while having a bowel movement and passed it. It was so painful that the trial patient had to turn off the trial device. They also stated that the patient turned the device off in case the issue happened again, as the patient would not be able to handle it. The symptoms were noted as sudden. Further information from the patient's family member reported the patient was very uncomfortable because they could not pass their bowels. They turned the device off and after 45 minutes, the patient was able to pass their bowels. The patient was in a lot of pain and could barely stand it. They had a very large bowel movement, which was not ordinary for them. It was reviewed to leave the device off and follow up with their healthcare provider (hcp).